Event description:
When flushing the 7f vista brite tip prior to the procedure, plastic (approx 25cm long) was found inside the guide catheter lumen. The product was not used in the patient. They used another vista brite tip from their stock and the procedure was performed as planned. There were no any anomalies with the packaging (box or pouch). The device was properly situated in its packaging. The sterile package was completely sealed, as intended, prior to noticing the problem.

Manufacturer narrative:
When flushing the 7f vista brite tip guiding catheter prior to the procedure, plastic (approx 25 cm long) was found inside the guide catheter lumen. The product was not used in the patient. Another vista brite tip was used to complete the procedure. There were no any anomalies reported with the packaging (box or pouch). The device was properly situated in its packaging. The sterile package was completely sealed and the issue was noted during preparation of the product for use. One non-sterile guiding catheter 7f vista brite tip and vessel dilator were received coiled in a plastic bag. The vessel dilator was received inserted into catheter introducer. No anomalies were found on the vessel dilator nor on gc body shaft. An unknown clear plastic of 62.5 cm of length was received in a separate small plastic bag. A fourier transmission infrared (ftir) analysis was performed to determinate the material composition of the clear plastic found while flushing the catheter as reported. Based on the results obtained it can be concluded that the unknown clear plastic found in the vista brite tip catheter is made of teflon. The catheter was sectioned longitudinally in order to perform a microscopic analysis of the inner lumen for damages and/or missing coating (ptfe) and approximately the third part of the ptfe tube was missing throughout the catheter inner lumen length. Fusion marks were found on the loose ptfe suggesting that the ptfe was well adhered to the catheter wall. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer "foreign material" was confirmed. The cause of the reported failure could not be conclusively determined. However, this failure could be related to the manufacturing process of the product. (B)(4).

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.